Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 mg/dl. Customer entered the incorrect bolus amount. Customer drank juice to address bg.